Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of hospitalization for high and low blood glucose levels. The customer's blood glucose level at the time of incident was as low as 24mg/dl, and as high as over 600mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. The customer treated the lows with food. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis. The customer was advised to monitor the device.